Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a full breach insulation degradation consistent with procedural damage. No other anomalies were found.

Event description:
This report is to advise of a failure event observed during analysis.